Event description:
It was reported by the facility that a flite sling was used to hoist a male pt weighing (B)(6) out of bed. While adjusting the maxi move hoist to change the pt into a sitting position, a definitive ripping noise was heard and discovered after the transfer that a small amount of stitching on the left arm clip shroud had come away. The pt was transferred out successfully and without further incident; no injuries reported.

Manufacturer narrative:
This report is being file under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration#(B)(4)). The eval of the device to date has been carried out by the rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.